Manufacturer narrative:
Pump received with a high idle current and failed self-test alarm during self test due to faulty radio frequency board. No cosmetic damage noted.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed failed self-test. Troubleshooting for the alarm was performed and the insulin pump alarmed failed self-test. Customer's blood glucose level at the time of the incident was unknown. The insulin pump was returned for analysis.